Event description:
In 2008, the lay patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist (mas) was unable to contact the pt to obtain add'l info. The pt said she obtained a reading of 168 mg/dl on the reported meter on the same day at 11:30 am. Afterward, the pt claimed she was shaky. She denied taking diabetes treatment action or receiving medical intervention as a result of the reported issue. The cca noted the meter code did not match the test strip code at the time the cca walked the pt through a control solution test. Incorrect setting of the meter code can contribute to inaccurate readings. The pt performed a passing control solution test after resetting the meter code to match the test strip code. No products were replaced. The complaint is reported because the pt alleges she was shaky, a symptom of hypoglycemia, after she obtained an inaccurately high reading on the lfs product.